Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control that a nurse received a needle stick when the needle did not completely retract after activating the safety mechanism on an IV catheter.¿ no additional information. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: device/batch history record review findings: DHR review was performed on the following lot number: 6008837. The lot number was built/packaged on afa line 11, from january 31, 2016 thru february 4, 2016. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. The review disclosed that one unit did not activate causing a no-activation for which qn (B)(4) was initiated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: received one used iag/bc 22ga unit and an opened package from the lot number 6008837. The unit consisted of the retracted needle/safety barrel assembly. Microscopic examination: observed the needle was partially retracted into the safety barrel; leaving the needle tip exposed. Observed that the end of the safety barrel was damaged (smashed); stress marks were observed around the damage. The needle was pushed and repositioned, observed there was no mechanical/physical damage to the springs or needle hub. Functional test (needle retraction) was performed: after the needle was pushed and repositioned to the out position, then depressed the button at which point the needle partially retracted leaving the needle tip exposed. Conclusions: the defect needle retraction failure; as stated as the reported code was confirmed with the returned unit. The returned unit displayed damage to the barrel component. This damage inhibited a full retraction of the needle into the barrel upon activation leaving the needle tip exposed. Although damaged safety barrel was found, it could not be determined if the damage resulted from manufacturing or from the user environment. The package was not returned for evaluation. Polycarbonate is a plastic that is resilient after being shaped during the molding process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.